Manufacturer narrative:
Patient age at time of event: over 18 years old. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a liberte sds with stent. The balloon was tightly folded with the stent secured on the balloon. Microscopic examination revealed that majority of the stent was damaged. The midsection of the stent was bunched with flared, bent, and overlapping struts. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. Prior to the procedure, they were unpacking the stent and noticed it was deformed. It was not used for the procedure. This was noticed outside the patient, so there were no patient complications. The procedure was completed with another of the same device.

Event description:
It was reported that stent damage occurred. Prior to the procedure, they were unpacking the stent and noticed it was deformed. It was not used for the procedure. This was noticed outside the patient, so there were no patient complications. The procedure was completed with another of the same device.